Event description:
It was reported that the patient was undergoing episodes of atrial fibrillation (af), however, the device did not properly record the episodes. Reprogramming was recommended, and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the actual device was not received for evaluation, however performance data was collected from the device and analyzed. Analysis revealed the atrial rate histogram had missing/invalid data due to a diagnostic mismatch with under-reporting of atrial tachycardia/atrial fibrillation (at/af).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.